Event description:
It was reported that the procedure was to treat a perforation in the mid right coronary artery (mrca) with moderate calcification and heavy tortuosity. The 3.5x19 graftmaster covered stent was attempted to be advanced to the perforation; however, the graftmaster device became caught on the edge of the guide catheter during advancement. The graftmaster device was noted to become deformed and therefore, was removed from the patient. A non-abbott covered stent was used to treat the patient. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported difficulties could not be determined. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, patient morphology, condition of the guide catheter, interaction with accessory devices, damage to the catheter or accumulation of blood or contrast. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the device may have interacted with accessory devices (guide catheter) during advancement, causing the reported material deformation, ultimately contributing to the reported difficult to advance/position; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.